Manufacturer narrative:
H10: the reported complaint of leakage was not confirmed on either the used or new the monitoring kit extension sets. Both were pressure leak tested per the product specifications and performed as expected with no leads observed. A device history review (DHR) for the reported lot was performed and relevant commodities were reviewed. No non-conformances were found that would have contributed to the reported complaint.g1: (B)(4); h3: yes.

Manufacturer narrative:
The device involved in the event is expected to be returned to the manufacturer for further evaluation however it has not yet been received. As additional information is received, a supplemental report will be issued.

Event description:
It was reported that blood was leaking from the hub of the extension set where it connects to the patient. No harm to the patient was reported. No additional information is available at this time.